Event description:
PICC was inserted (B)(6) 2010 and noticed by unit to be leaky, pt also noticed line to be leaky (B)(6) and (B)(6). IV rn was called to see pt because dressing was wet with blood and fluid. When she removed the dressing. Only the hub was found and no catheter line was visible at the insertion site. The catheter not found in the bed, so x-rays were taken of chest and arm. Line was seen in arm. Physician notified the pt to the operating room for removal. Operating room for removal of the PICC catheter inside arm. Pt underwent an additional procedure to remove the line. No additional info was provided.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.